Manufacturer narrative:
It was reported to abbott a patient was scheduled for an adapter replacement. The adapters appeared tangled up on an x-ray. The procedure took place on (B)(6) 2020 where the adapters as well as the ipg were explanted and replaced. The reason for replacement of the ipg was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date is established. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33130. It was reported that x-ray imaging showed that the lead adapters possibly tangled up. As a result, surgery occurred to explant and replace the adapters, which resolved the issue.